Manufacturer narrative:
No patient involvement. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to load a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, it tore. The surgeon reports that he felt like he had appropriately grasped the lens but the edge ripped when pulling it through. This occurred on (B)(6) 2019. There was no patient contact with the lens.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial, inside of a biohazard bag. Visual inspection found no visible damage to the lens. Claim#: (B)(4).